Event description:
It was reported that the programmer was returned for service. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head did not pass functional tests, it failed the light-emitting diode (led), 3 led's lit when only 2 should have lit and it was attributed to the radiofrequency (rf) head printed circuit board (pcb) assembly. It was noted that this assembly is not serviced by this company and therefore a replacement head will be sent to the customer and this original head will be sent on for repair and restock. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).